Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported power delivery and unexpected temperature control issue could not be confirmed. A simulated ablation was performed and no temperature or power delivery anomalies were noted. The catheter met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
The product's lot number was unable to be obtained, therefore the primary di number is provided (d4), but full UDI information is not known.

Event description:
During the af procedure, temperature issues caused a delay in procedure. When ablation began it was noted that there was a temperature error message that did not allow for rf delivery. Everything was rebooted, and the tactiflex was exchanged for a second tactiflex but the same temperature error message did not allow for rf energy to be delivered. Everything was rebooted again and the second tactiflex was exchanged. The procedure was completed with no adverse consequences to the patient.